Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a loss of signal on their mobile device and an adverse event. Date of issue is an approximation. It was reported that the patient passed out in a store from having low blood sugar. The store clerk called the paramedics and when they arrived, they check her blood sugar and it measured 42 mg/dl. The paramedics gave the patient glucagon and the patient's brother took the patient home. The patient stated that they experienced the low event due to the continuous glucose monitor (cgm) having a signal loss. At the time of contact, the patient was in stable condition. No additional or event information is available. Data was received for evaluation. A review of the data log confirmed the reported event of a loss of connection. A root cause could not be determined.